Event description:
It was reported that the patient developed a small area of skin, about the size of a hand, on the right side of the chest and back that felt had a burning sensation with shingle like symptom. No further information has been obtained despite good faith efforts.